Manufacturer narrative:
A spacelabs field service engineer (fse) visited the hospital and tested the devices onsite with no problem found. The device passed all tests outlined in the service manual. The investigation is underway. No one has been injured as a result of this alleged malfunction. Spacelabs will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a patient monitor model 91393 failed to alarm on an 11 beat run of ventricular tachycardia (v-tac).

Manufacturer narrative:
The involved devices were tested onsite by a spacelabs field service engineer and operated to specifications. Patient retrospective data was evaluated by a spacelabs software engineer. This data documented that both ECG leads monitoring the patient were episodically very noisy. The ECG algorithm which processes the ECG signal in the command module detected these noisy signals. During the ¿noisy signal¿ state, ECG processing is suspended in the command module to prevent false alarms from the monitor. A 12 beat run of v-tach began at 12:45:58 am while the module was still in the noisy signal state. Therefore, 9 beats of the vtach run which were in the ¿noisy signal¿ state and did not alarm at the monitor. The ECG processing resumed at the end of the ¿noisy signal¿ state. The last 3 beats of the 12 beat run were detected; however, this did not result in an alarm since the alarm limit was set at 5 consecutive beats to alarm. As identified in the clinical parameters manual for these devices, a noisy signal message displays in the ECG waveform zone of the monitor if noise is detected during ECG signal processing in the module. If both the first and second leads are noisy, the module suspends ECG processing temporarily. If the noise persists for 10 seconds, the system initiates an alarm at the monitor. The displayed alarm message and audible alarm cease when the signal noise disappears. In conclusion, the ECG noise artifact immediately preceding a ventricular episode inhibited analysis of some beats in the patient episode of vtach. As a result, the number of beats classified as ventricular during this episode did not meet requirements to initiate an alarm at the monitor. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor model 91393 with command module model 91496 failed to alarm on an 11 beat run of ventricular tachycardia (vtach) at 12:45:46 am on (B)(6) 2014.